Manufacturer narrative:
The device associated with the reported event was not returned depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence states: patient was revised to address pain, especially with walking and swelling. Patient stated that the surgeon noted that the cement came loose. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also experienced instability. The patient was revised to address tibial loosening due to osteolysis and poly wear of the insert. Upon revision the patient was found to have polysynovitis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.